Event description:
It was reported that a small volume infusor overinfused during patient therapy. The device was filled with 5fu and saline. The patient returned to the facility after therapy and stated that the infusion finished earlier than they expected and that she had experienced dizziness after infusion. The patient's dizziness has since stopped. A non-baxter needle was being used. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. A visual inspection was not performed as it is not required for this condition. A functional flow rate test was performed. The evaluation found the device functioned within specifications. No malfunctions were found; therefore a root cause could not be determined.